Event description:
Patient reported "implant shift" and ""irregular movement" of the implant when she moves around". Healthcare professional later reported "capsular contracture, baker grade I". Healthcare professional later reported ¿implant shift¿, ¿deflation¿, and ¿capsular contracture, baker grade I or ii¿. This record is for the right side. The device was explanted and replaced. The device was returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, migration.